Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to a dislodgement. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to other or non-product experienced. This rv lead was replaced. No additional adverse patient effects were reported.